Event description:
The customer reported that the system locked up with an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video board was reseated during the service call. The system was tested and found to be working as intended and put back into service.